Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were received for evaluation; 6 events were confirmed during testing, 2 events were not duplicated. Two devices were found to be affected by corroded bearings and corroded sockets. One device was found to be affected by widespread corrosion. Five devices were found to be affected by worn bearings and corroded sockets. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Six events had no patient involvement; no patient impact. Two reported events had no information available from the facility regarding patient involvement or patient impact.